Event description:
It was reported that the lead was capped due to breakage, oversensing vtip/vring, impedance over 2000 ohms, and fracture. No patient complications were reported as a result of this event.